Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer through the device tracking form from the hospital that the patient's pump was exchanged due to an infection. Additional information was received from the vad coordinator that the patient was doing well post the pump exchange. No further information regarding this event was provided by the hospital.

Manufacturer narrative:
The hospital did not return the pump to the manufacturer for evaluation; therefore it is not available for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.